Event description:
Second time this has happened. Upon extracting felt like it was sticking. When the wire was pulled out small piece of plastic sticking out on wire exit. Outcome was good; no harm to the patient.